Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and revision surgery. The diagnosis of the left-sided deflation was confirmed by a healthcare professional. The patient underwent removal and replacement with an unspecified mentor gel breast implant. On (B)(6) 2021, it was found that g. 2. Is report source consumer was omitted on the initial report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed an area of siltex cracking on both views. Additionally, two tears were found within the siltex cracking, tear a measuring approximately 1.3 cm on the anterior view and extending to the posterior view and tear b measuring approximately 0.7 cm on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed race (caucasian, hispanic/latino) female patient underwent a revision breast augmentation with a 300cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation and breast pain. Due to left-side breast pain/discomfort and anisomastia, the patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 15-jun-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the replacement devices. The patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #: 3503501bc, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).